Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection vancomycin 2 gram (route, duration and frequency not reported), fortum 1 gram (route, duration and frequency not reported) and heparin 25000 iu (route, duration and frequency not reported) for the event of peritonitis. At the time of this report the patient was reported to be doing well and was recovering from this peritonitis event. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported on an unknown date, the patient was discharged from the hospital. Also on an unreported date, the patient completed the course of antibiotic therapy. At the time of this report, the patient¿s effluent is clear and the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.